Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts were found on or near event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked lcd window , scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, battery cap contact missing. Charge/battery lasts less than expected is not confirmed. Cosmetic damage is confirmed at the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported a short battery life or a low battery alarm.customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.